Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that the screw portion of the abutment fractured inside the implant. The fractured piece was removed and the implant is fine.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). A certain® low profile 30° abutment 4.1mm(d) x 3mm(h) ilpac4330 and was returned for investigation. Visual inspection of the as returned product identified that the threaded portion of the one-piece abutment is noted to be fractured. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: review of appropriate documentation: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 02/16; torque matrix - internal connection. It was reported that the screw portion of the low profile abutment (ilpac4330) fractured in the implant. The fractured piece was removed and the implant is fine. The reported event is confirmed following inspection. A definitive root cause for this complaint could not be determined. The following sections have been updated: expiration date, UDI: (B)(4).